Event description:
Dr. (B)(6) had difficulty passing an acuity whisper view guidewire through the tip of the lead. When he retracted the wire into the lead body, he stated that it seemed to get stuck near the distal end of the lead. He removed the first acuity whisper view and asked for a second. He encountered the same resistance, so he asked to switch to the abbott 1458q quartet lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).